Event description:
It was reported the patient presented to the clinic for routine follow-up, premature battery depletion was suspected. An extended capacitor charge time was also observed, however still within in normal range. The patient will be followed up in three months.